Event description:
The patient reported that beginning of last year they noticed that they did not sleep as well when the ins was turned on. As a result, their hcp advised them to turn the ins off at night before they go to sleep. The patient added that a few times in the past several months they noticed that the dbs therapy app would indicate that their ins was already turned on when they went to turn it on in the morning. The patient said the same thing happened in the last 2 of 4 days. At first the patient thought they might not have turned the ins off on those nights, but they said their wife verified they were turning it off. The patient was able to turn the ins off/on during the call without any issues. The patient was redirected to their hcp to further address the issue. Agent advised the patient to keep a log of the days they notice the ins seeming turning itself on.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.